Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Physician reported left side "flat, deflation". Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening on anterior and crease flat. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.